Event description:
It was reported that during a hysterectomy, the surgeon indicated that the staples did not close when fired while closing the skin incision. A second device was opened to complete the case. There were no pt consequences.

Manufacturer narrative:
(B) (4) (B) (4). Info anticipated, but unavailable at this time.